Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the checkpoint was buried, the surgeon tried to remove it but he was not able to locate it. The surgeon chose to leave in patient and the outcome of the case was successful.

Manufacturer narrative:
Reported event: a pelvic checkpoint was buried in the bone during a case and left in the patient. Multiple intra-operative x-rays were taken resulting in 30-40 minute delay. Device evaluation and results: the checkpoint was left in the patient. No evaluation could be completed on the physical part. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 02/17/2015. No non-conformances were identified during inspection. The inspection data is provided in attachment 1. Complaint history review: a review of complaints in (B)(6) related to p/n 111630, lot number w39916-8 shows zero additional complaints related to the failure in this investigation. A catalog level search of complaints related to the failure identified in this investigation yielded 3 additional complaints. These are (B)(4). Tracking of complaints related to the 111630 part number will be tracked through quarterly trend request #925. Conclusions: the item in this complaint was left in the patient. As a result, no physical evaluation can be completed. The patient impact by this complaint was reported to have soft bone which could impact the checkpoints ability to remain fixed to the bone. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The product was not returned for evaluation.

Event description:
The surgeon was performing a total hip arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the surgery, it was noticed that the checkpoint was buried, the surgeon tried to remove it but he was not able to locate it. The surgeon chose to leave in patient and the outcome of the case was successful.